Manufacturer narrative:
(B)(4).

Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 345 mg/dl.